Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
The patient's son called during drain 4 of 4 with an air detected in cassette alarm and the patient had drained 354ml out of 2,305ml. The alarm could not be cleared and treatment was cancelled. After removing the cassette he found that the cassette leaked fluid into the cycler where the cassette goes. The set was not made available for evaluation. During follow up the patient¿s nurse reported that there was no adverse event associated with the leak.